Event description:
It was reported that the heparin infusion was running on a patient with a pulmonary embolism in far right channel of large volume pump module. Next to the heparin, an antibiotic was running. The antibiotic was finished, so the rn shut off that channel. When the user touched the antibiotic channel, the heparin channel shut off without any warning or alarm. The modules on left side of pc unit displayed "communication error". There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number#(B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : medical device serial #. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the heparin infusion was running on a patient with a pulmonary embolism in far right channel of large volume pump module. Next to the heparin, an antibiotic was running. The antibiotic was finished, so the rn shut off that channel. When the user touched the antibiotic channel, the heparin channel shut off without any warning or alarm. The modules on left side of pc unit displayed "communication error". There was patient involvement but no harm.